Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant date was reported as approximately (B)(6) 2015. Therapy date for all concomitant devices was approximately (B)(6) 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). This report is for one (1) unknown cortex screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a revision surgery on (B)(6) 2016 for a non-union of the left distal femur and four (4) broken screws. In addition, a cement spacer and bone graft were removed due to a void in the patient¿s femur from the initial injury. Three (3) of the distal 5.0mm cannulated locking screws and one (1) proximal 4.5mm cortex screws were broken at the head. The fragments from the broken screws were removed easily and patient was revised to a retrograde nail. There was no surgical delay or patient harm. Procedure was completed successfully. The patient¿s initial surgery, an open reduction internal fixation (orif) of left distal femur and bilateral pilon fractures, occurred approximately in (B)(6) 2015. After the initial surgery, the patient returned for another revision on an unknown date prior to the revision on (B)(6) 2016. An unknown cement spacer was removed and the patient was bone grafted with an unknown bone graft due to a void in her femur from the initial surgery. On (B)(6) 2016, when the hardware was explanted, the unknown bone graft remained implanted. Concomitant devices reported: 4.5mm locking compression plate (lcp) condylar plate 10 holes/242mm-left (part # 222.661, lot # unknown, quantity # 1), 7.3mm cannulated conical screw (part # unknown, lot # unknown, quantity # 1), 5.0mm locking screws (part # unknown, lot # unknown, quantity # 2), 5.0mm cannulated locking screws (part # unknown, lot # unknown, quantity # 2), 4.5mm cortex screw (part # unknown, lot # unknown, quantity # 4), cement spacer (part # unknown, lot # unknown, quantity # 1), bone graft (part # unknown, lot # unknown, quantity # 1). This report is for one (1) unknown cortex screw. This is report 2 of 2 for (B)(4).